Manufacturer narrative:
The event of high impedance was reported to abbott. An abbott rep was not in attendance for this case on (B)(6) 2023, but the physician notified us of the following: the patient's device has been explanted on (B)(6) 2023 but about 2cm of his s1 lead wouldn¿t come out. It is stuck solid. The patient is not being sent to a surgeon for removal of this remaining lead but if he needs an MRI in the future he will be sent to a surgeon. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number: 1627487-2023-05556, 1627487-2023-05562, 1627487-2023-05604 it was reported that the patient had a fall and was experiencing pain at the site of their drg ipg. It was also noted that the patient will need to undergo an MRI and has been unable to enable MRI mode due to impedances on multiple contacts of one of their drg leads. The patient's second lead was unable to be activated due to the lead aggravating the patient's pain. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's drg system was explanted except a fragment of the s1 lead which could not be removed.